Event description:
Surgeon was using a no. 10 swann morton knife blade on a long handle to dissect tissue of vetebrae column. Knife blade broke in 2 places from the knife handle. Once piece fell to side of vetebrae where surgeon had to remove tissue and suck blood carefully to identify the blade end that broke and safely remove it from the operating field. The other part of the blade remained on the knife handle and was safely removed. Procedure was completed with no further incidents.